Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in united kingdom, during prepping of the 26mm sapien 3 ultra and commander delivery system, the kit was opened in the correct manner.  However, when opening the packaging for the delivery system, a hair was located on the plastic holding package. The delivery system was not taken out of the package and a replacement system was opened and used for the case. The new delivery system was prepped in the correct manner and the case subsequently went well with good patient outcome due for discharge tomorrow. The delivery system with the hair on was kept for return.

Manufacturer narrative:
Imagery provided by the complaint site was evaluated and a hair like particulate on the packaging card was observed. The device was returned to edwards lifesciences for evaluation. During visual analysis, two hair like particulate were seen on the packaging card. The balloon shaft was bent, but was likely due to packaging. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). The results scan from ftir indicated the hair-like material showed similar absorption characteristics when comparing to zein, purified like material. A review of manufacturing process was performed in order to determine if the zein, purified particulate could have originated at edwards draper facility. A review of the manufacturing process found that zein, purified is not present in any equipment/material used during the manufacturing of the commander delivery system. However, it is possible for zein, purified to be introduced at the complaint site or during manufacturing since it is very similar to human hair. As the particulate was not observed until after the pouch had been opened, it is not confirmed that the particulate originated from the commander delivery system manufacturing line at the edwards draper facility. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history from july 2019 to june 2020 revealed other similar complaints. The occurrence rate for this issue did not exceed the june 2020 monthly control limits for the trend category. The IFU and device preparation training manual were reviewed for instructions/guidance for preparation and use of the devices: per the IFU, warnings: do not mishandle the delivery system or use the delivery system and accessory devices if the packaging sterile barriers and any components have been opened or damaged, cannot be flushed, or the expiration date has elapsed. Per the thv handling and preparation: follow sterile technique during device preparation and implantation. Prepare the system: visually inspect all components for damage. Delivery system preparation: visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. No IFU/training deficiencies were identified. During manufacturing, manufacturing mitigation's are in-place to detect and remove particulate in the delivery system and packaging. Additionally, packaging is 100% inspected to verify cleanliness of tray/card and pouch. While a definitive source for the particulate is unknown, it is possible for zein particulate to be introduced through the manufacturing environment. The complaint for ¿packaging ¿ contamination, particulates ¿ pouch, tray¿ was confirmed based on imagery and visual inspection of returned device. Chemistry test results show that the particulates have similar absorption characteristics when comparing to zein, purified like material. While zein, purified is not found on the edwards commander delivery system manufacturing line, it is possible that zein, purified maybe introduced during manufacturing as human hair. Since the hair-like particulate was found after the pouch had been opened, it is also possible that it may have originated from the field. As such, a definitive source for the particulate is unable to be determined at this time and a manufacturing non-conformance could not be confirmed. No labeling/IFU deficiencies were identified during evaluation and a review of DHR and manufacturing mitigation's also did not reveal any indications that a manufacturing nonconformance as a source of the complaint. The complaint for ¿packaging ¿ contamination, particulates ¿ pouch, tray¿ was confirmed. While zein, purified is not found on the edwards commander delivery system manufacturing line, it is still possible for the particulate to be introduced in the manufacturing environment as it has a similar characteristic as human hair. However, since the hair-like particulate was found after the packaging pouch had been opened, it is also possible that it may have originated from the field. As such, a definitive source for the particulate is unable to be determined and a manufacturing non-conformance was unable to be confirmed at this time. Since no product non-conformance was confirmed, and the risk of the issue is low, neither corrective action nor product risk assessment (pra) escalation is required. However, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed as precaution measures.